Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage at the maxzero connector could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 19086194 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19aug2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 maxzero needleless connectors experienced leakage. The following information was provided by the initial reporter: are there any additional dates and times of the event? Exact dates not know by client. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no delay. Exposure to blood/bodily fluid/IV solution? If yes, please explain backflow of blood up the central line: only the client was in contact with droplet before she clamped line. If a mating component was involved, what was the mating component's material and/or lot number that was in use at the time of the event? As notified the client has discarded supplies. What was the medication/fluid in use at the time of the event? Client is on caripul. Where was the location of the leak? For example at the middle smartsite, proximal y-port, distal maxzero as reported the client stated leak was at the maxzero section of the line. Customer said when they use the item, it was leaking.